Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold and episodes of non-sustained oversensing due to noise on the right ventricular lead were noted. The device was reprogrammed to resolve the event and the patient was stable with no consequences.

Event description:
Additional information received that the lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with helix retracted for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found no anomalies. The reported events of noise and unacceptable threshold were not confirmed.